Event description:
It was reported that the actual residual volume (arv) in the pump was greater than the expected residual volume (erv). At two refills, it was noted that the arv was 5 and 13 ml; the erv was 3 and 5 ml. The pump contained prialt. Troubleshooting was being considered. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information: it was reported that the cause of the event was unknown. The volume discrepancy was noted at the time of the pump refill. An x-ray and a CT scan were performed on (B)(6) 2012 and the results were no evidence of catheter leaks, kinks or complications. A catheter dye study was performed on (B)(6) 2012 and the results were no evidence of catheter leaks, kinks or complications. There was no revision or replacement. It was noted that the patient did not report any signs or symptoms. It was noted there was no injury.

Manufacturer narrative:
Catheter: model #: 8709sc, lot #: n302184009, implanted: (B)(6) 2011, explanted: unknown.